Manufacturer narrative:
Concomitant medical products. This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that approximately 1 month after a nephrostomy drain placement, the patient discovered that the hub had separated from the tube. The patient was brought in and the tube was replaced.